Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The decentralization is visible within the ablation test which will be performed during system start and is in the allowed area where the user can use the system. The decentralization has no clinical impact on the following treatment steps. Therefore, there is no negative impact to the patient expected. During a technical site visit, the field service engineer (fse) readjusted the microscope and grabber and performed system verification as per service installation record (sir). The root cause could not be determined conclusively. Most probable root cause is an external force causing the microscope to be misaligned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. The healthcare professional informed that the problem has been resolved by company technician. It was noted that the decentralized flap incision was within the tolerance range and there were no complications or problems during or after the surgery. The patient is doing well.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that flap cut was decentralized by about 200 microns on the right. Patient impact is unknown. Additional information was received. Healthcare professional reported that the grabber overlay has been adjusted and the laser shot about 200 microns too far to the right. However, no negative impact on treatment results was noted and healthcare professional could compensate after recognizing the problem by targeting a little further to the left. The healthcare professional also noted that signal tones of the laser had recently become quieter than usual. New information was received. The misalignment of the microscope image did not cause any problems during treatment.